Event description:
It was reported to medtronic minimed that the customer had reported the pump kept returning to the medtronic logo. The customer also mentioned that, prior to this, the buttons on the pump were not responding. Additionally, the customer stated during the call that the serial number on the back of the pump had faded. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the labeling, flashing the medtronic logo, and the serialized device was replaced. Troubleshooting was performed for the flashing medtronic logo and the non-serialized product being replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected flashing medtronic logo noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. All buttons were tested while navigating the menus and all buttons responded properly. Proceeded by cutting unit open and performing a visual inspection. During visual inspection, corroded keypad flex connector gold traces and corroded electronic assembly were noted. The following cosmetic damages were noted: label damage (faded), cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations cannot be confirmed. No unexpected flashing screen noted after battery installation and all buttons tested properly. However, during deconstructive analysis corroded keypad flex connector and corroded electronic assembly was noted. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.